Manufacturer narrative:
The device used in treatment was not returned for evaluation and a relationship between the reported event and the device could not be established as the product was not returned. Due to this the visual inspection and functional evaluation could also not be undertaken. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. A review of complaint history in the last 3 years found further similar instances. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.

Event description:
It was reported one day after the pump was applied the warning blockage full light came one. Patient change canister and the alarm returned the same day at night. Patient stated that there was a little pinch in the tubing of the dressing. Troubleshooting was performed and the alarm was not resolved. Customer schedule the dressing change for the next day. No further information available.